Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be charge using the provided usb cable. Different outlets were tried with no success. Reportedly, the battery was successfully charged using an alternate usb cable. There was no reported impact to the customer's blood glucose.